Event description:
A patient services representative visited a (B) (6) male patient to help with any issue. While with the patient, the psr noticed that both battery packs were not holding a charge. The psr replaced the patient's battery packs.

Manufacturer narrative:
Battery pack (B) (4). Battery pack (B) (4) -- 01/2008. Device evaluation summary: device evaluations of battery pack (B) (4) and battery pack have been completed. The battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery packs were used for greater than twenty-four hours. This means that the patient continued to use depleted batteries for hours after he expired runtime alarms sounded. The defective cells were replaced. The battery packs were retested and restocked. No adverse event occurred due to the defective battery packs. The patient received replacement battery packs.